Event description:
Dds reported a patient had been injected with radiesse in the glabella in 2007. The site initially blanched and then bruised. The following day, the site turned puffy, white and had blistered. The patient was treated with antibiotics four days later. The symptoms began to resolve at follow-up appointment the following week.

Manufacturer narrative:
During a follow-up with dr., it was reported that the patient did not return to the clinic for further evaluation. The physician was not able to provide any additional information. Bioform medical was not provided with the patient's identification due to hippa restrictions. Radiesse injections into the glabella are considered off-label use. The radiesse lot number was not recorded in the patient's chart. Based on the customer order history, the lot may have been either 1002472, 1004424 or 1005952. A review of the device history records for each lot indicates there is nothing that would have contributed to this reported event. The expiration dates for each radiesse lot are as follows: 1002472- 03/2008, 1004424- 10/2008, and 1005952- 02/2009. We regret the delay in reporting this incident.